Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts were returned for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the thoracic clamp was requested to be replaced, as it was observed to be broken. The site updated stating they had no further information regarding the reported damage. No patient was present at the time of the event.